Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with a myocardial infarction the previous day. The 12x3.0mm, 98% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.5x8mm apex balloon catheter was advanced to predilate the lesion; it was inflated successfully to 12atms/5sec. It was reported that the balloon catheter was not rotated between inflations. On the second inflation, the balloon broke at 12atms. No deflation difficulty or additional damage was noted to the balloon catheter and the balloon catheter was removed intact. The physician did not feel confident in treating the lesion with balloon dilatation; therefore the patient was transferred to a different facility where rotablation was performed. No additional complications were reported. The patient¿s current condition is listed as "stable".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with a myocardial infarction the previous day. The 12x3.0mm, 98% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.5x8mm apex balloon catheter was advanced to predilate the lesion; it was inflated successfully to 12atms/5sec. It was reported that the balloon catheter was not rotated between inflations. On the second inflation, the balloon broke at 12atms. No deflation difficulty or additional damage was noted to the balloon catheter and the balloon catheter was removed intact. The physician did not feel confident in treating the lesion with balloon dilatation; therefore the patient was transferred to a different facility where rotablation was performed. No additional complications were reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed shaft and tip damage. The outer shaft was ruptured outwardly between 10.3 and 10.9cm distal to the port. There was no damage noted with the inner shaft at this location. The tip of the catheter was slightly bunched and deformed at the distal edge. Further examination of the balloon did not identified any holes or tears in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).